Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the event reported. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona revision cemented femur plus right size 9+ catalog#: 42504606612, lot#: 64600374, persona offset stem extension 3mm catalog#: 42560317518, lot#: 64530290, persona cemented tibia right size # catalog#: 42542007102, lot#: 64454891, persona offset splined uncemented stem extension 20mm catalog#: 42560613520, lot#: 64559276, palacos r 1x40 bone cement catalog#: 00111214001, lot#: 5036963. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00773.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision to increase stability due to flexion laxity and constant pain approximately three (3) years post-operatively. The patient has been prescribed ultram for pain management. No additional patient consequences were reported.